Event description:
Patient experienced pain following the essure micro-insert placement procedure. The physician confirmed he removed the devices (B)(6) 2010 laparoscopically due to a confirmed allergy test. The patient reports that most (90%) of her symptoms are gone. Confirmation of medical necessity has not been provided, despite additional follow up with physician.

Manufacturer narrative:
IFU warning: patients with suspected hypersensitivity to nickel should undergo a skin test to assess hypersensitivity prior to an essure placement procedure. Confirmation of medical necessity has not been provided, despite additional follow up with physician. Conceptus has decided to file this MDR as a conservative measure due to the nature of the report.

Manufacturer narrative:
(B)(4).